Event description:
The gyrus acmi everest bicoag macro jaw forceps would not coagulate. This was replaced with a "like" device which functioned without issue. Diagnosis or reason for use: laparoscopic btc.